Manufacturer narrative:
Procode: nry, nry. The 510k: k151623.

Event description:
The patient was undergoing a thrombectomy procedure for a large vessel occlusion using a penumbra system max aspiration tubing. During the procedure, the physician connected the aspiration tubing; however,it would not allow aspiration. The procedure continued successfully using another aspiration tubing.

Manufacturer narrative:
The tubing was filled with coagulated blood. The blood inside the blue suction connector was manually extracted, after which the tubing was flushed with bleach. The rotating male luer of the distal aspiration tubing assembly of the penumbra indigo system aspiration tubing was kinked. The complaint has been evaluated. The initial complaint indicated that the tubing would not allow for proper suction. Evaluation of the returned devices revealed that the male luer at the distal end of the tubing was kinked. This damage likely caused difficulty in properly attaching the luer to a rotating hemostasis valve (rhv), or any other compatible peripheral device. If the tubing is improperly connected, it may lead to lack of aspiration. The root cause for this complaint could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.